Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 10.8 mmol/l at time of incident. Customer's mother states daughter was playing outside and pump alarmed critical error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.